Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 528 mg/dl. The customer reported that they no delivery. Customer reported that alarm did not occur during manual prime. Customer reports event was resolved by changing complete set (infusion and reservoir). The customer declined troubleshooting for high blood glucose. The customer was advised to reset fixed prime to the appropriate cannula prime for their infusion. The insulin pump and reservoir will not be returned for analysis.